Event description:
A customer contacted beckman coulter (bec) reporting that there was a clenz leak of approximately 1 cubic centimeter (cc) from the manual probe on the coulter lh 500 hematology instrument. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse indicated that there was a clog at tube 3 on the rinse block causing diluent to leak at the rinse block during probe clean cycle. The fse cleaned out the clog with warm water and ran latron and controls. System performance was verified. Failure mode is related to a clog in tubing delivery diluent to the rinse block. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).